Event description:
This report is being filed after the subsequent review of the following journal article, plecko, m. Et al (2012). The influence of different osteosynthesis configurations with locking compression plates (lcp) on stability and fracture healing after an oblique 45 degree angle osteotomy. Injury, int. J. Care injured, 43, 1041¿1051. The authors conducted an in vivo study in 60 swiss alpine sheep recruited from the laboratory¿s own sheep herd to investigate the biomechanical performance and histological fracture healing with synthes device, locking compression plate (lcp). The authors did not report that there was any human involvement in this study. All sheep were female, in the range of two to eight years (mean age 3.5 years) with a mean body weight of 68.8 kilograms (range between 52 and 94 kilograms). Five different applications of 11 hole lcp were tested using a 458 oblique osteotomy simulating simple fracture pattern. Synthes cortical screws (partial part number 204.0xx) and or locking screws (partial part number 213.0xx) were utilized. The sheep were assigned to five different groups with 12 sheep each (group 1: interfragmentary lag screw and an lcp fixed with standard cortex screws as neutralization plate; group 2: interfragmentary lag screw and lcp with locking head screws; group 3: compression plate technique (hybrid construct); group 4: internal fixator without fracture gap; group 5: internal fixator with 3 millimeter gap at the osteotomy site). One half of each group (six sheep) was monitored for six weeks, and the other half (six sheep) was followed for 12 weeks. Radiographs were performed to monitor the healing process. After sacrifice, operated tibiae were tested biomechanically for nondestructive torsion and compared to the tibia of the healthy opposite side. After testing, specimens were processed for microradiography, histology, histomorphometry and assessment of calcium deposition by fluorescence microscopy. The authors reported: four surgeries in which complications with fissures and fractures occurred while setting the lag screws. These sheep were euthanized. One sheep showed slightly loose standard screws. In addition, locking screws were not completely locked in one sheep. This is a reportable malfunction report for locking screws were not completely locked in one sheep. This report is for an unknown locking screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device used in a veterinary literature article. No patient information will be reported. This report is for an unknown locking screw. Partial part number provided as: 213.0xx. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.